Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited stored episodes of non-sustained t wave oversensing. The physician made changes to the device's detection settings and elected to continue monitoring the patient remotely. The patient was asymptomatic.